Event description:
The basket entered into the common bile duct to crush or remove the stone. Pressure was applied and the device cable broke. The basket was left in the common bile duct and out of the pt's mouth. It was coiled and taped to the cheek. The pt was transferred to another facility where the device was removed.